Event description:
Healthcare professional reported via National Breast Implant Registry (NBIR) "Wound problems". This record is for the left side. Device was explanted

Manufacturer narrative:
The event of "Delayed Healing" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Delayed Healing.